Event description:
A pt reported blood glucose results of 10.1 mmol/l, 7.2 mmol/l, 5.9 mmol/l and 6.2 mmol/l with a lifescan meter, performed within 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 1.11 mmol/l, thereby indicating a potential malfunction of the meter in terms of precision. A control solution test was performed and the result fell outside the specified range however, a retest was not performed to ensure the result was correct. The result obtained was 6.8 (range = 5.0 - 6.7).